Event description:
It was reported that during a pump refill and interrogation, a "stopped pump" message appeared. The health care provider (hcp) also tried a different programmer on the pump. The pump was re-interrogated and was reprogrammed to the appropriate flex mode. The hcp was not aware of any electromagnetic interference (emi) or movement of the telemetry head. The patient had no symptoms. It was noted that because the patient gets boluses every 3 hours, the hcp was unsure if they received their 2 pm bolus. They also updated the pump to the correct time, as one of the programmers had the incorrect time. The patient was noted to be doing well. The drug in the pump was gablofen.

Manufacturer narrative:
Product ID 8840, lot # unknown, product type programmer, physician; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8840, lot # unknown, product type programmer, physician. (B)(4).